Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope telescope had bending of the scope body that caused the internal columnar glass to crack. There were no reports of patient harm or delay in procedure. The patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the error patterns detected indicate a cause that can be traced back to excessive force. Due to the bent outer tube, a lens in the optical system is broken and the image appears blurred. Olympus will continue to monitor field performance for this device.